Event description:
It was reported that when the balloon was inflated it burst. No clinical consequences to the patient were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the device was performed and it appeared normal. The device was found to be kinked at 17.0cm and 58.0cm from its proximal end. The shaft was slightly compressed close to the kinks. The device distal lumen was examined, no anomalies were observed. The balloon was examined under magnification and it was observed that the balloon was found with perforation/ruptured. During functional evaluation, attempts were made to inflate the balloon. It was found that the balloon could not be inflated with air because of the perforation/hole. The found hole/perforation in the balloon was likely interpreted by the user as the reported balloon burst. The as found shaft damages are probably not related to the reported balloon issue because the kinks were not reported and most likely occurred after the reported issue. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Based on the information currently available the cause of the reported balloon ruptured and observed perforation cannot be determined.

Event description:
It was reported that when the balloon was inflated it burst. No clinical consequences to the patient were reported.